Manufacturer narrative:
A product correction letter was issued on april 15, 2019 to all customers with an installed alinity c processing module to inform them that individual cuvettes in a cuvette segment may become seated lower than the designed height under specific conditions causing the potential for falsely depressed patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors. These procedures will be updated in a future version of software and alinity ci-series operations manual. Complete correction/removal reporting number: 3002809144-04/15/19-004-c.

Event description:
Individual cuvettes within the alinity c cuvette segment may become seated lower than the designed height due to excessive force during manual cleaning of cuvettes or cuvette washer movement errors that causes damage to the sealant around the cuvette segment top or causes the cuvette segment base to detach. If a cuvette is seated lower than the designed height, this may result in inadequate dispense into specific cuvettes due to the sample probe being unable to make efficient contact with the cuvette bottom. This creates a potential for falsely decreased patient results to be generated. No impact to patient management has been reported due to this quality issue.